Manufacturer narrative:
The astral device was returned to resmed for evaluation. The reported complaint was confirmed. The main circuit board and internal battery were replaced to address the issues. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a defective battery and faulty main circuit board. There was no harm or serious injury reported as a result of the incident.